Event description:
User alleges they had one event involving an IV administration set that had leakage of salt solution from the heat exchanger. No adverse outcome to pt. Even occurred at azienda ospedaliera padova - latina.